Event description:
Machine failed leak test. Checked all hoses and replaced patient circuit, but device still had massive leak. Removed machine from room to troubleshoot. Able to troubleshoot problem to a piece of plastic stuck in the positive end-expiratory pressure (peep) valve. The piece was removed and the valve was reassembled. The leak test was run 3 times and unit passed all times. Device was run on a bag, the unit is operational and okay to use.